Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a miscellaneous open cases procedure, the appliers are getting worn. There are clip formation issues and the handles are cracking. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # 1409fqga10116026. The analysis results confirmed that the lx107 device was returned with the handle coating damaged and non-functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.